Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture keypad traces. No button error alarm during testing. No unexpected light flashing on and off anomalies noted during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during testing. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was over 160 mg/dl at the time of incident. The customer stated that none of the buttons were working and the light was flashing on and off. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.